Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. The rep commented that they normally see greater than 4,000 ohms, but no further information was available. The rep later reported that if they had ever seen impedances in patients in the past which were reported they were over 4,000.